Event description:
Custoer was admitted in emergency for seizure like symptoms. Paramedics' initial bg reading was 83 however reading was 146 upon arrival at hospital. Family member could not tell if the cannula was possibly bent as the set had been passed around during removal. Troubleshooting was performed. Pump passed the troubleshooting test.